Manufacturer narrative:
The customer¿s concerns that no history of the medication given could not be confirmed or reproduced. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. Customer stated there was no patient involvement.

Event description:
It was reported that there was no history of the medication given. On the (B)(6), (B)(6) was to be administered to a pt; the next day when the nurse came back, the medication bag was no longer in the room. When the pt¿s chart was consulted, there was no history of the medication given. The manager simply wants to know if the medication was administered to the pt or not to determine what kind of corrective action needs to take place with the nurse in question. The event was not related to an over or under infusion or any alaris module failure. The nurse is claiming that the infusion was completed but the medical record has no account of it. I was given the task to determine if the nurse was mistaken or the medical record is incorrect. The (B)(6) is the medication in question; there was also potassium, and saline solution. The customer wants to determine what medications correlate with the volumes below. There was no patient harm.